Event description:
The procedure was a laparoscopic splenectomy. Reportedly, a trocar associated vascular injury occurred. A laparotomy for bleeding and repair of the vessel was performed. A prolonged hospitalization for recovery was necessary.